Event description:
It was reported the patient's scs ipg will no longer communicate with the patient programmer. It was also reported the patient has experienced multiple falls and stimulation "has not worked" since. An sjm representative determined the ipg has flipped. Surgical intervention will be taken at a later date to address the issues.

Event description:
Additional information received identified the patient underwent surgical intervention to reposition the scs ipg back to it's intended orientation on (B)(6) 2015 during which it was found the scs ipg sutures had detached and the device was floating in the pocket but was still functional. The patient is doing "fine" following the procedure and the issue has resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.